Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: the patient underwent another controller exchange and the driveline fault alarms persisted. The log file data suggests damage to the red wire on phase three, making the driveline fault authentic. The x-rays of the driveline showed two areas of concern: the slight bend near the pump and the external distal end. A driveline repair on the distal end would be performed and if unsuccessful, a pump exchange was recommended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for concern of a driveline fault alarm. The log file review showed the driveline fault alarm from 00:54 on (B)(6) 2022 which was cleared from the system monitor. The driveline fault recurred at 09:41 and the controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the red wire that would have contributed to the driveline fault alarms observed within the submitted log files. Additionally, review of the submitted photographs confirmed the reported damage to the outer jacket of the external driveline. The submitted photographs captured portions of the patient¿s external driveline. Damage to the outer jacket was observed in multiple locations. Additionally, one of the photographs captured an area of driveline that was wrapped in tape. (B)(6) was returned assembled with the driveline cut approximately 2¿ from the pump housing. A distal portion of driveline measuring approximately 10¿ was also returned. The remaining distal portion of driveline was not returned. The apical sewing ring was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inflow conduit flex section was returned cut into two portions with the proximal portion attached to the inlet tube and the distal portion attached to the inlet elbow. The outflow graft and outflow graft bend relief were returned detached from the outlet elbow. The outlet elbow was returned attached to the pump. The bend relief collar was returned detached from the pump. A tunneling adapter was returned with the pump. No developed depositions or thrombus formations were identified upon disassembly of the device. The driveline was tested for electrical continuity in the condition that it was received and failed due to discontinuity within the red wire. The remaining wires did not reveal any discontinuities or shorts. The layers were carefully removed, and microscopic examination of the underlying wires revealed a fracture of the red wire adjacent to the pump housing. Although a specific cause could not conclusively be determined, the fracture appeared consistent with repetitive flexing of the driveline, resulting in conductor breakdown. All other wires, as well as the remaining portion of the red wire, appeared to be intact and were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The heartmate ii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open-circuit conditions. When the system controller compared the current in the red wire, to its redundant motor phase wire (orange), the fractured inner conductors would have resulted in the driveline fault alarms observed within the submitted log files. The relevant sections of the device history records for (B)(6), as well as driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. E, is currently available. This IFU addresses how to clean and care for the driveline and notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. The IFU also outlines all system controller alarms (including driveline fault alarms) and the appropriate actions associated with them. Additionally, the IFU provides instructions for attaching the sealed outflow graft and states ¿hand-tighten the metal connecting ring by turning clockwise until a clicking noise is heard and then continue to turn until tight.¿ this document also cautions to the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Furthermore, the IFU states to "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." The heartmate ii patient handbook, rev. G, is also available. The patient handbook discusses how to prevent damage to the driveline. However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The handbook also outlines all system controller alarms (including driveline fault alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a log file review showed a driveline disconnect and a dual power cable disconnect. The reason for the disconnections could not be determined. The patient underwent a pump exchange on (B)(6) 2022. Related manufacturer reference report MFR # 2916596-2023-00689.